Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0s3jy, implanted: (B)(6) 20115, product type: lead. Eval code method 4114 applies to interstim ii (serial# (B)(4). And lead (lot#va0s3jy). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted the ins was tested and they were informed that it was not working so the system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 lfc (hcp): additional information was received from a healthcare professional (hcp). The hcp reported that the fall had affected the ins as well as the lead. The rep had evaluated the device and found 2 issues: the lead was not making a circuit and the battery was low. They replaced the device after the fall and surgery had been performed on (B)(6) 2019.

Manufacturer narrative:
Continuation of d10: product ID 3889-28; lot# va0s3jy; implanted: (B)(6) 2015; explanted: (B)(6) 2019; product type lead. H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their old ins was replaced when it stopped working after a fall.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3889-28, lot# va0s3jy, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked why were they experiencing feeling stimulation in their mid buttock and if the cause was determined (information was captured in a separate event), the patient said they felt zero stimulation. The action/intervention taken to resolve the stimulation issue was a new ins was put in; the issue is much better. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va0s3jy, implanted: (B)(6) 2015, product type:lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that, per medical chart notes dated (B)(6) 2019, that the patient experienced worsening incontinence. It was noted that a ¿new unit¿ was sent to the patient via the manufacturer. The patient had phoned the hcp on the morning of may 7 stating that their battery was low. It was also reported that the patient continued to have incontinence and often took lomotil, especially if they planned to leave the house. The patient previously cancelled their appointment for may and another appointment was made for them on monday ((B)(6) 2019). Medical notes from (B)(6) 2019 reported that the implanted device had helped the patient but over the past 6 months or so they had worsening incontinence. It was noted that a new remote was sent to the patient and they did not feel the stimulator was working. It was reported that stimulator gave them a dead battery signal. The manufacturer¿s representative was also present at the appointment and evaluated the stimulator. There were 2 issues found: one appeared to be that the ¿leads were not making a circuit¿. The second issue found the battery was extremely low. The hcp notes further reported that, on further inquiry with the patient, they had a fall while in a grocery store several months ago, falling onto their back and sustaining a large hematoma to their head. The patient was unsure but they thought they likely fell on their lower back as well. The hcp indicated that this ¿would make sense that she likely potentially fractured a lead¿. The hcp felt that the patient was in need of having the old ins (including the lead) removed and to have a new ins and a new placed. They also reported that since the patient¿s device system had worked well in the past, they will not have to do a trial and were to proceed with permanent implantation. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient was calling because they noticed a blank screen on their patient programmer about a week prior to report. They stated everything was clipping along well, but then they wentto adjust stimulation because it was not quite doing what it needed to and they put new batteries in, but it was still not doing anything. The patient confirmed they were using duracell regular alkaline batteries, there was no corrosion in the battery compartment. The patient confirmed they called their healthcare provider since they had had it in for 4 years and made an appointment to have it checked. The patient stated they were bouncing all over between diarrhea and constipation and unplanned bowel movements for 4-5 months, they thought they should adjust it, but they couldn¿t. The patient state d 3 months prior they fell and landed flat on their back where the stimulator was, noting the fall was either at the end of january or february first. Caller was sent a new patient programmer to resolve the blank screen. They were redirected to their healthcare provider regarding the loss of therapy and fall. No further complications were reported or anticipated.